Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s senior clinical risk advisor reported to fresenius medical care canada (fmcc) that a fresenius combiset bloodline clotted eleven minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. It is unknown if a fresenius dialyzer was in use. No loose connections were noted upon inspection. There were no issues noted during priming. There were no changes or disruptions in pressure during treatment. The origin on the leak is unknown. Foam was noted in the venous chamber. The patient¿s estimated blood loss (ebl) was approximately 260ml. There was no patient serious injury or medical intervention required as a result of this event. The patient did not resume treatment. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: the aware date for this file is 07/03/2025.

Event description:
A user facility¿s senior clinical risk advisor reported to fresenius medical care canada (fmcc) that a fresenius combiset bloodline clotted eleven minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. It is unknown if a fresenius dialyzer was in use. No loose connections were noted upon inspection. There were no issues noted during priming. There were no changes or disruptions in pressure during treatment. The origin on the leak is unknown. Foam was noted in the venous chamber. The patient¿s estimated blood loss (ebl) was approximately 260ml. There was no patient serious injury or medical intervention required as a result of this event. The patient did not resume treatment. The complaint device is not available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s senior clinical risk advisor reported to fresenius medical care canada (fmcc) that a fresenius combiset bloodline clotted eleven minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. It is unknown if a fresenius dialyzer was in use. No loose connections were noted upon inspection. There were no issues noted during priming. There were no changes or disruptions in pressure during treatment. The origin on the leak is unknown. Foam was noted in the venous chamber. The patient¿s estimated blood loss (ebl) was approximately 260ml. There was no patient serious injury or medical intervention required as a result of this event. The patient did not resume treatment. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.